Manufacturer narrative:
D3, d4: correction. D9: 30-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion seal was worn, and the air detector was dented. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed medium alarm displayed: cannot start pump air in line. Functional testing confirmed the air detector was unresponsive. The air detector was replaced to resolve this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was unresponsive. There was no patient involvement, no patient injury was reported.